Manufacturer narrative:
Additional field updates: d4 lot number. This supplemental report is being submitted based on additional information provided.

Event description:
No new information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when the subject device was opened and inserted into the patient via endoscope, the wire was deformed and different from the usual one, so it was pulled out and replaced with the same model number to complete the procedure. There were no report of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.